Manufacturer narrative:
The customer reported using two different lot numbers (101935, exp. Date 1/20/2022; 102409, exp. Date 8/18/2022), but did not know which lot produced the discrepant result.

Event description:
It was reported the patient received the following results within 15 minutes: 401 mg/dl measured with accu-chek guide and 167 mg/dl measured with an unknown hospital meter.

Manufacturer narrative:
The customer reported using two different lot numbers (101935, exp. Date 1/20/2022; 102409, exp. Date 8/18/2022), but did not know which lot produced the discrepant result.

Event description:
It was reported the patient received the following results within 15 minutes: 401 mg/dl measured with accu-chek guide and 167 mg/dl measured with an unknown hospital meter.